Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the pump hit against the car and the pump touch screen became cracked. Customer is unable to interact with the pump touch screen due to the damage and the touch screen was no longer responding . Customer's blood glucose was 160 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.